Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank. It was noted that the audio tones and vibrations were functional. Reportedly, the display function returned after changing the battery multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The complaint of the blank display issue was not able to be duplicated during investigation.